Event description:
The stent was delivered into the basilar artery (ba), as well as, the left posterior cerebral artery (pca). It was reported that the proximal part of the stent "slipped up" into the right pca, and the stent deployed prematurely across the left and the right pca. The physician stated that the stent was implanted in its intended location and "was very happy with the result". The pt was reportedly in a good condition.